Manufacturer narrative:
Premature battery depletion was not confirmed. Session record history indicated that device was transmitting at maximum transmission once per date since implant. Total projected longevity was 1.05 years based on transmission activities, and device was implanted for 1.52 years, which exceeded projected longevity and is considered normal end-of-life. Analysis performed after installing new battery indicated that device exhibited normal device characteristics. The original battery had depleted to end-of-life level.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited premature battery depletion. The device reached the elective replacement indicator sooner than expected. The device was explanted and replaced. The patient was stable before, during, and after the procedure.